Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 6 yrs ago. Aneurysm and vessel morphology at the time of implant are unk. Currently, the aortic neck was found to have dilated to 30 mm. It was reported that the pt presented with abdominal pain, and the aneurysm was found to have enlarged to 8 cm due to a proximal type I endoleak. No migration has been noted, as the stent graft is 5 mm below the renal arteries. The physician elected to convert the device to an aorto-uni-iliac (aui) by implanting an aortic cuff from another MFR, followed by performing a femoral-femoral bypass. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval: results: endoleak. Aortic neck dilatation. Conclusion: aortic neck dilatation.